Event description:
The patient came to the surgical facility for elective removal of two breast implants (silicone filled). These devices were implanted approximately 15 years ago at an unknown facility. The patient had multiple closed capsulotomies and has known for several years (per mamogram) that she had a ruptured implant. On removal it was discovered that both implants had ruptureddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.